Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump display screen was blank. Customer stated they received a new power charger but the device still won't turn on. Customer's blood glucose level was 99 mg/dl at time of reporting. Nothing further reported.